Event description:
It was reported when the patient¿s device was interrogated error code 13 displayed on the clinician programmer; the device was on and they were trying to interrogate the patient¿s leads when the error message occurred. The only option offered when the error message appeared was to program the patient. The patient¿s programmer settings were viewed; usage was 100% on program 1. Another clinician programmer was used and immediately upon connecting the error message 13 appeared again when they tried to sync to see the settings. The program button was tapped and the program settings appeared, but it was identified that the system was in the ¿off¿ position. The other program settings were correct and there was only one program available in the settings. Programming was completed with the second clinician programmer. The event was ongoing. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received from the healthcare provider (hcp) for a clinical study reported the patient had no signs or symptoms related to the event. The severity of mild was also removed and updated as not applicable.

Manufacturer narrative:
Concomitant products: product ID: 3889-28, lot# v509988, product type: lead. Product ID: 8840, serial# (B)(4), product type: programmer, physician. (B)(4).

Event description:
Additional information received reported that at the start of a clinician programmer session they detected invalid implantable neuro stimulator (ins) settings. The etiology was unknown as to cause of the error. The outcome was resolved without sequelae. Intervention included re-interrogation of the device. The etiology was due to programming. The severity was noted as mild.

Manufacturer narrative:
Product ID 3889-28, lot# v509988; product type lead product ID 8840,# serial# (B)(6); product type programmer, physician product ID 3889-28, lot# v509988; product type lead.